Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to dislocation. Surgeon removed dual mobility implant and implanted constrained liner. Doi: unk ; dor: (B)(6) 2022 (right hip).